Event description:
Previously partially capped lead shows shock impedance >150 ohms, loss of capture, and diminished signal on hmsc recordings. Advised to evaluate lead further. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.